Event description:
The customer reported, 12 employees with "asthma-like" symptoms from working with cidex opa in scope washers. The customer reported, that none of the employees saw a doctor or received treatment for their symptoms. Attempted to follow-up with the customer to get more specific symptoms and to find out how the employees are doing now, but the customer was not available.

Manufacturer narrative:
.